Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown ". This record is for a unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d1, d4, e1, h11 h11 clarification to d4 device info: sns provided as (B)(6) (l) and (B)(6) (r). Only catalog # populated as the affected side is unknown

Event description:
Healthcare professional reported "capsular contracture baker grade unknown ". This record is for a unknown side. Device remains implanted.